Manufacturer narrative:
Pharmacovigilance comments: a causal relationship between sculptra and the serious, unexpected event of fibrosis at implant site cannot be ruled out. Serious criteria include the need for surgical intervention. Potential etiologies include an immune response or reaction associated with inherent procollagenic response to the product and abnormal wound healing. Potential contributory factors include a reaction to the radiesse treatment. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Engineering evaluation:the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturing narrative: lot number was not reported.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 15-oct-2020 by a nurse practitioner which refers to a patient of an unknown age and gender. No information about medical history, history of allergies or previous filler treatments has been provided. The patient also received treatment with radiesse. On an unknown date, the patient received treatment with sculptra aesthetic (unknown amount, lot number, injection technique and needle type) to unknown location. Unknown time later, on an unknown date, the patient experienced fibrosis(implant site fibrosis) from scar tissue buildup within the soft tissue. On an unknown date, the patient underwent surgery to remove fibrosis following sculptra aesthetic and radiesse injection. Outcome at the time of the report: fibrosis was unknown.